Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 magnet came off. A field service engineer (fse) switched out the enhanced cubie drawer the resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height drawer 3.2 repeatedly displayed the message please open drawer to access even when the drawer was open, creating a loop that prevented failing the drawer or proceeding without a full station reset. The customer reported that a metal rod fell out from the side of the drawer during opening prior to the issue occurring. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.